Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed a bumped condition in the tip area. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. An irrigation test was performed, and no leakage, air, or bubbles were observed. A device history record review was performed for the finished device number lot 60000545 and no internal action related to the complaint was found during the review. The leakage and air issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bumped condition was not related to the reported event and the potential cause of this condition could be related to a potential skin incision size relative to sheath during the procedure. However, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism, provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Correction the initial report: during an internal review on 5-feb-2025, it was noted that the additional code of fluid leak (a050401) should have been applied. Therefore, h 6. Medical device problem code has been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a vizigo and there was a hemostatic valve leak. The air and blood were leaking from the sheath's valve. When the vizigo sheath was replaced, the procedure continued. No adverse patient consequence was reported. Additional information indicated that air from the side port was noticed upon physician attempting to aspirate blood from the sheath. Also, blood was seen leaking from the valve hub where catheter was inserted. Air was seen in the side port. No air entered the patient¿s body. No physical damage was detected.